Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer requested assistance via phone call to set up predict alert. Customer reported that blood glucose had fallen to 31 mg/dl over night. Customer treated with food and blood glucose elevated to 133 mg/dl. Customer was assisted with settings.